Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia. Although the hernia developed as a result of a surgical incision, the surgeon stated it was exacerbated by pd therapy. There is no documentation to show a causal relationship between the adverse event and the liberty cycler. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) underwent an incisional hernia repair. Review of medical records indicated that the patient had a computed tomography (CT) scan done which showed a very large left abdominal wall incisional hernia that was related to an attempted renal transplant. The patient¿s left renal vein was too small to complete the transplant. The hernia was increasing in size over the last several years and causing discomfort. Per the surgeon, the hernia was dissecting down into the flank with peritoneal dialysis therapy. The patient underwent the hernia repair surgery and repositioning of the pd catheter. The patient was transitioned to hemodialysis (hd) temporarily during recovery from the hernia repair. It is unknown when the patient was discharged.